Event description:
It was reported that, after valve surgery, the low energy shock impedance was less than 30 ohms. The electrode had previously been moved to a substernal location. Technical services reviewed the device downloaded data. The measurements have been around 40 or so ohms in the latter part of last year and now for past few weeks have been at or below 30 ohms. Also, technical services reviewed data confirming the device has premature battery depletion. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, after valve surgery, the low energy shock impedance was less than 30 ohms. The electrode had previously been moved to a substernal location. Technical services reviewed the device downloaded data. The measurements have been around 40 or so ohms in the latter part of last year and now for past few weeks have been at or below 30 ohms. Also, technical services reviewed data confirming the device has premature battery depletion. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.